Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. During treatment test the cycler sounded normal. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification were within tolerance. The reported symptom of air detected in cassette warning was not reproduced during testing. There was visual evidence of dried fluid within the recess of the bottom cover between the front panel assembly and the pump assembly. The cause of dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records if they are made available.

Event description:
An (B)(6) patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported to technical support during a call that she was hospitalized due to "air in her stomach." During a follow-up call a peritoneal dialysis nurse (pdrn) confirmed the patient was admitted to the hospital on (B)(6) 2016 for air in the patient's peritoneal cavity (pneumoperitoneum). The pdrn stated the cause was due to an error of the patient not tightening the connector on the dialysate bag. The patient was discharged on (B)(6) 2016 with the symptoms being resolved.